Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the internal leakage test, pressure transducer test and safety valve test failed during pre-use check and the control printed circuit board (pcb) was found defective. The customer did not accept the quotation and the device will not be repaired for time being. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. Our conclusion is that the part pointed out as defective was the cause of the failure. However, the root cause to why the part failed has not been established as the part was not returned for investigation.

Event description:
It was reported that the ventilator failed several test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).